Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned separated, and the anchor and collagen were stuck in the valve. The sheath was found to have been kinked towards the distal tip. The carrier tube was returned in the forward lock position and the suture had been cut at the opening at the distal tip. The carrier tube was also found to have been kinked towards the proximal end of the tubing. No other damage or issues were identified. The complaint was confirmed for a kinked carrier tube and hemostasis sheath. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the components due to off-axis loading during device assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: cath lab technician . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the doctor tried inserting the involved angio-seal device into the patient, it broke into two halves. Manual compression was performed on the patient and the patient was discharged. The procedure performed was a percutaneous coronary intervention. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred post-operative. Additional information received on 29 mar 2024: the procedure sheath size used was a 7fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The break occurred during insertion into the patient. The patient is stable. There were no concomitant devices used with the angio-seal.